Event description:
Two pt samples with discrepant bicarbonate results. Pt 1, initial result 34 mmol/l; repeated twice giving 27 mmol/l both times. Pt 2, initial result 39 mmol/l; repeated twice giving 32 and 30 mmol/l. Initial results were reported. No info provided to determine if results were used to guide therapy. The field service rep was unable to determine root cause. Performance tests performed which were within specification.